Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 08-jan-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nasogastric tube (ngt) was inserted into the patient, "no gastric content on aspiration to confirm, more on air. X-ray was done, confirmed placement, still no content, more air on aspiration. Noted ngt has a hole and defective". The ngt was removed from the patient, and a new device was inserted. There was no reported injury.

Manufacturer narrative:
The sample was evaluated. No original packaging was received with the sample. A product label was received. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y-connector. The area where the uneven surface appeared jagged and/or wrinkled. The tubing was cut to view the inside surface. Once the tubing was opened, under magnification, there were lines and indentations in the inner walls of the tubing. Root cause could not be determined. All information reasonably known as of19-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.